Event description:
Boston scientific watchman flx pro 35mm device was implanted. Once deployed, it was assessed by echocardiography and fluoroscopy. A tug test was performed which confirmed device stability. An intraprocedural CT was performed to evaluate the positioning of the device. This demonstrated that the device was well positioned in the appendage with full, circumferential fabric/tissue apposition beginning at the level of the shoulders throughout the length of the device. The device was 14% compressed at the level of the shoulders and 28% compressed in the mid segment. As such the device was released. Several moments after device release and before de-instrumentation of the left atrium, the device embolized ostially and rotated sideways in the mouth of the appendage. The provider immediately pinned the device in position using the watchman delivery sheath. In effort to gain better control of the device, a bioptome was passed through the delivery sheath and used to grab the device. Unfortunately, the was not successful and the device fully embolized into the body of the left atrium. After several heart beats, the device embolized through the mitral valve and into the left ventricle. It became lodged in the lvot just beneath the aortic valve. The triever sheath was advanced across the aortic valve and a bioptome was delivered through the sheath and used to grab the nitinol frame of the embolized watchman. The proximal portion of the device was pulled into the sheath and collapsed to allow for atraumatic removal of the device from the lvot, through the aortic valve and into the ascending aorta. The device was pulled further into the triever sheath and carefully retracted into the 18 fr dryseal sheath under fluoroscopic guidance. The assembly including the embolized device was then removed from the body. During the retrieval procedure the patient did require several rounds of dccv due to rapid atrial fibrillation which was not well tolerated hemodynamically. The patient was monitored in the ICU and remained stable. He was discharged to home.